Event description:
Received information reporting that a patient is continually experiencing a shocking sensation whenever she stands up. No further information was provided but has been requested. A follow up report will be sent if the information becomes available.

Manufacturer narrative:
(B)(4).